Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038249) on 18-feb-2015. The most recent information was received on 02-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartbeats irregular. Concurrent conditions included hidradenitis, enterocele, rectocele, acne, erythropapular rash, skin irritation, rosacea, verruca vulgaris, malaise, actinic keratosis, cyst nos, heavy periods and folliculitis. Concomitant products included metronidazole (metrogel), spironolactone and triamcinolone acetonide. In 2007, the patient experienced palpitations ("blood or heart disorder/condition: heart palpitations"), alopecia ("hair loss"), rash generalised ("body rash requiring steroid injections / rashes or skin conditions; severe skin rashes all over body"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), depression ("psychological or psychiatric problems; depression") and granuloma annulare ("granuloma annulare"). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced hot flush ("hot flashes"). On (B)(6) 2010, the patient experienced dental caries ("dental problems"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2014, the patient experienced allergy to metals ("suspicious of allergic reaction to metal/ severe nickel allergy") with rash. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine spasm ("cervical cramps"), procedural pain ("painful post-operative recovery") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic vaginal hysterectomy salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, palpitations, alopecia, rash generalised and procedural pain was resolving, the allergy to metals and uterine spasm outcome was unknown and the dental caries, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hot flush, pelvic pain, depression, granuloma annulare, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, granuloma annulare, hormone level abnormal, hot flush, palpitations, pelvic pain, procedural pain, rash generalised and uterine spasm to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Heart palpitations, as reported by the patient, is not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet & medical record received.events dental problems, dysmenorrhea, dyspareunia, fatigue, hormonal changes, pelvic pain, depression, granuloma annulare are added. Lab data updated. Concomitant , historical conditions are added. Patient , product & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038249) on 18-feb-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular. Steroid injections was given for rashes and granuloma annulare. Otc medication was given for pelvic pain, back pain, abdominal pain and menstrual pain. Concurrent conditions included hidradenitis, enterocele, rectocele, acne, erythropapular rash, skin irritation, rosacea, verruca vulgaris, malaise, actinic keratosis, cyst nos, heavy periods, folliculitis and stress urinary incontinence. Concomitant products included metronidazole (metrogel), spironolactone and triamcinolone acetonide. In 2007, the patient experienced palpitations ("blood or heart disorder/condition: heart palpitations"), alopecia ("hair loss"), rash ("body rash requiring steroid injections / rashes or skin conditions; severe skin rashes all over body"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and depression ("psychological or psychiatric problems; depression"). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced hot flush ("hot flashes"). On (B)(6) 2010, the patient experienced dental caries ("dental problems/ dental problems tooth decay"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea /menstrual pain"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2014, the patient experienced allergy to metals ("suspicious of allergic reaction to metal/ severe nickel allergy") with granuloma annulare. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine spasm ("cervical cramps"), procedural pain ("painful post-operative recovery"), granuloma annulare ("granuloma annulare"), hidradenitis ("hidradenitis suppurativa"), arrhythmia ("heart arrhythmia") and hepatic pain ("pain in the area of liver") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen, filling cavities and tooth abnormalities and surgery (laparoscopic vaginal (on (B)(6) 2017)hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, palpitations, alopecia, rash and procedural pain was resolving, the allergy to metals, uterine spasm, hidradenitis and hepatic pain outcome was unknown and the dental caries, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hot flush, pelvic pain, depression, granuloma annulare, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arrhythmia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, granuloma annulare, hepatic pain, hidradenitis, hormone level abnormal, hot flush, palpitations, pelvic pain, procedural pain, rash and uterine spasm to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Heart palpitations, as reported by the patient, is not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "hidradenitis suppurativa, heart arrhythmia, pain in the area of liver" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038249) on 18-feb-2015. The most recent information was received on 20-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular. Steroid injections was given for rashes and granuloma annulare. Otc medication was given for pelvic pain, back pain, abdominal pain and menstrual pain. Concurrent conditions included hidradenitis, enterocele, rectocele, acne, erythropapular rash, skin irritation, rosacea, verruca vulgaris, malaise, actinic keratosis, cyst nos, heavy periods, folliculitis and stress urinary incontinence. Concomitant products included metronidazole (metrogel), spironolactone and triamcinolone acetonide. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced palpitations ("blood or heart disorder/condition: heart palpitations"), alopecia ("hair loss"), rash ("body rash requiring steroid injections / rashes or skin conditions; severe skin rashes all over body"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and depression ("psychological or psychiatric problems; depression"). In 2009, the patient experienced hot flush ("hot flashes"). On (B)(6) 2010, the patient experienced dental caries ("dental problems/ dental problems tooth decay"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea /menstrual pain"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2014, the patient experienced allergy to metals ("suspicious of allergic reaction to metal/ severe nickel allergy") with granuloma annulare. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine spasm ("cervical cramps"), procedural pain ("painful post-operative recovery"), granuloma annulare ("granuloma annulare"), hidradenitis ("hidradenitis suppurativa"), arrhythmia ("heart arrhythmia") and hepatic pain ("pain in the area of liver") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen, filling cavities and tooth abnormalities and surgery (laparoscopic vaginal (on (B)(6) 2017)hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, palpitations, alopecia, rash and procedural pain was resolving, the allergy to metals, uterine spasm, hidradenitis and hepatic pain outcome was unknown and the dental caries, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hot flush, pelvic pain, depression, granuloma annulare, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arrhythmia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, granuloma annulare, hepatic pain, hidradenitis, hormone level abnormal, hot flush, palpitations, pelvic pain, procedural pain, rash and uterine spasm to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), allergy to metals ("suspicious of allergic reaction to metal/ severe nickel allergy") with rash, uterine spasm ("cervical cramps"), alopecia ("hair loss"), rash generalised ("body rash requiring steroid injections") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, palpitations, alopecia, rash generalised and procedural pain was resolving and the allergy to metals and uterine spasm outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, palpitations, procedural pain, rash generalised and uterine spasm to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Heart palpitations, as reported by the patient, is not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: case classification updated to potential legal. Case was upgraded to incident. Reporters, indication, start date, stop date and outcome of events were added. Events hair loss, body rash requiring steroid injections, severe cramping, painful post-operative recovery and severe nickel allergy were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.